Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description of the lens was not seated all the way down in the cartridge. The injector was riding on top of the optic. As the lens is being inserted into the eye, the scratches form. White scratches can also be seen at the tip of the cartridge afterwards. The lens was left implanted. Additional information has been requested.

Manufacturer narrative:
Correction information provided in h.8. (Use of device changed from initial usage to reuse). A sample was not received at the manufacturing site for evaluation for the report that the injector was riding on top of the optic and scratched the iol therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product s acceptance criteria. The photos attached to the parent complaint were reviewed by the investigation site. Image 1. The photo shows the cartridge at an unknown magnification. Image 2. The photo shows scratches on the iol. A video attached to the parent complaint was reviewed by the investigation site. The video shows the insertion of the iol. Scratches were seen on the iol. Although scratches were observed, it could not be confirmed if the injector plunger was riding on top of the optic and damaged the iol. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.